Event description:
The customer contacted stryker to report that their device was unable to deliver defibrillation during a patient event. The customer advised that the device was in sync mode. When the charge button was pressed the device powered off, resulting in the device not delivering the energy. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the downloaded electronic records from the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to user error. The user did not reconnect the device to auxiliary power when the low battery message prompt appeared. Stryker advised the customer to enable the "ac lost alert" alarm.

Event description:
The customer contacted stryker to report that their device was unable to deliver defibrillation during a patient event. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was unable to deliver defibrillation during a patient event. The customer advised that the device was in sync mode. When the charge button was pressed the device powered off, resulting in the device not delivering the energy. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The customer provided additional information for the patient event including patient details. Section a has been updated. The customer also clarified that the device powered off when the charge button was pressed which resulted in the device not delivering the energy. Section b has been updated and section h device code has been changed to "unexpected shutdown".